Manufacturer narrative:
This information is based entirely on journal literature. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:decreased inappropriate shocks with new generation icds in children and patients with congenital heart disease. Congenital heart disease, 2018; 13(3):413-418; 10.1111/chd, 12585. If information is provided in the future, a supplemental report will be issued.

Event description:
A literature abstract was reviewed which contained information regarding implantable cardioverter defibrillators (icds). The study evaluated the effect of new generation icds with updated algorithms on the incidence of inappropriate shocks in the pediatric and chronic heart disease population. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports patients received inappropriate shocks. The status of the devices is unknown. No further patient complications have been reported as a result of this event.